Manufacturer narrative:
Age or date of birth: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: exact date unknown, event occured in 2019. Explant date date: 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19116808.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned.